Manufacturer narrative:
This event occurred(B)(6). In

Manufacturer narrative:
A specific root cause could not be identified. The investigation found the repeat results recovered in the opposite direction than the initial results. Causes of this type of behavior include any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, partial clogging, air in the sample channel, leakage current coming from the waste, and old and/or expired reference electrodes.

Event description:
The customer received questionable ion selective electrode (ise) results for two patient samples. Of the data provided, only the sodium result for one patient was discrepant and reported outside the laboratory. The initial result was 126.5 mmol/l and was reported out. The sample was repeated and the results were 140.3 mmol/l and 140.0 mmol/l. A corrected report was sent with the result of140.3 mmol/l. The patient was not adversely affected. The sodium electrode lot number was h2290 with an expiration date of "2016/01". The field service representative performed a flush through the sipper probe, through the electrodes and down through the waste valve. He replaced the ise sipper, ise sipper tubing, and ise pinch valve tubing. He adjusted the gear pump pressure and the detergent/water level in the cuvette. He conditioned the ise sipper and electrodes with serum. He ran a stable ise check and the customer ran an ise precision check.